Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of efficacy and a return of incontinence on (B)(6) 2016. The cause of the event was unknown. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2016. The issue was not resolved and the event was ongoing. The event was assessed as not serious, not related to the implant procedure, and related to stimulation. No surgical intervention was taken or planned. The patient was alive with no injury. The patient's medical history included functional urinary incontinence since 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a hospitalization from (B)(6)2017 to (B)(6)2017 for botox injection. It was noted that the patient was hospitalized for organizational reason as they were leaving alone and preferred overnight stay. The issue was resolved on (B)(6) 2017. No further complications were reported.